Event description:
It was reported that the patient with this right atrial (ra) lead experienced decreased in blood pressure during ra lead placement. In addition, a preoperative fluoroscopic image was performed, and pericardial effusion was confirmed. Along with successful ra lead placement, a pericardiocentesis was performed. Procedure was completed. This ra lead remains in service. No additional adverse patient effects were reported.